Manufacturer narrative:
Unit p-cap, reservoir locked properly in place. Unit received with missing display window/cover, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and broken battery tube threads. Unit received with blank display due to pushed down battery tube. Unable to perform displacement test, self test, and current measurements or verify unexpected battery power loss due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked at backside and also was not responding to the new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.